Event description:
In this event it was reported that a cavitron fsi-sli insert separated during use and the insert tip was swallowed by a patient. The patient went to the hospital where a doctor attempted to retrieve the tip via an endoscopic procedure. The retrieval was unsuccessful because the tip could not be reached. The patient was told he could not leave the hospital until the tip passed. The tip was excreted by the patient one week later.

Manufacturer narrative:
Per condition number 1 on FDA exemption number (B)(4), events meeting the definition of a serious injury are reportable. Therefore, because this event resulted in medical intervention, thus meeting the definition of a serious injury, it is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.